Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Event description:
The company was informed that the recipient does not receive any benefit from the device and has elected to have the device explanted. Explant surgery has been scheduled.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.